Event description:
It was reported that during an open prolapse of rectal mucosa, an error occurred. The error code/message was unknown. After that the doctor examined the device then the blade was broken off outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).